Manufacturer narrative:
Insulin pump received with blank display due to corroded motor and electronic assemblies. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Insulin pump received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Insulin pump received was properly tested using a test battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture damage and scrren went blank. Customer's blood glucose level was 139 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.